Event description:
During normal follow up in a total wrist fusion case (6-7 weeks post op), it was determined that one of the screws in the plate broke. The screw and plate were left in place, to be removed during normal explantation at a later date.

Manufacturer narrative:
A visual examination with the naked eye was performed. The plate is in good condition and is not broken. Functional checks of all the threaded holes with returned screws were successful and locked as expected. There are no defects in the plate. Additional mdrs associated with this event: MDR 3025141-2014-00294 follow up 1 - screw 1, MDR 3025141-2015-00029 - screw 2, MDR 3025141-2015-00030 - screw 3, MDR 3025141-2015-00031 - screw 4, MDR 3025141-2015-00032 - screw 5, MDR 3025141-2015-00033 - screw 6, MDR 3025141-2015-00034 - screw 7, MDR 3025141-2015-00035 - screw 8.

Event description:
During normal follow up in a total wrist fusion case (6-7 weeks post op), it was determined that one of the screws in the plate broke. The screws and the plate were explanted.